Event description:
Attempts were made to the treating provider; however, no response has been received to date. No additional relevant information has been received

Event description:
During periodic programming data review, it was observed that high impedance was seen during interrogation. No known surgery has occurred to date. No additional relevant information has been received.